Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from the field indicated that during a percutaneous coronary intervention (pci), the cypher stent was reported to have been partially dislodged. The report indicated that while removing the product from the inner hoop, inspection of the product reported that the stent had become partially dislodged. The product was not clinically used in the patient. Another cypher stent was used to treat the patient successfully. There was no reported patient injury. No additional information was reported to be available.